Event description:
Caller reported a cartridge alarm 30, but there was no adverse impact to the customer's blood glucose level. Caller reloaded the same cartridge and resumed insulin delivery successfully without encountering further issues. Although a malfunction error was received later, no additional actions or outcomes were specified.